Event description:
It was reported that the sterile protection cap of a large volume intermate was missing. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. The lot was manufactured between march 20, 2020 ¿ march 21, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and the fill port cap was observed missing. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.